Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported was confirmed. Visual examination of the returned product identified flared out and compressed dovetail and wear consistent with usage of device. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in (lps-flex fixed bearing knee surgical technique). The root cause is attributed to a failure to follow instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: china d10: unknown, tibial plate, unknown lot. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the articular surface could not assemble with the mating tibial tray. The surgical technique was utilized; there was approximately a 5-minute delay. No harm occurred and no foreign bodies were retained. The procedure was completed with a different articular surface. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a2; a3; b4; b5; d2; d10; e1; e2; e3; g1; g3; g6; h1; h2. D10: 00598003701, stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten, 66700399. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.